Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. At the time of the system checkout the system performed as intended. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a cranial biopsy procedure. It was reported that the site had issues registering the patient. Using trace only the site could get a passing registration but the metric was near 5mm and was not satisfactory to the surgeon. The first few traces showed points underneath the skin so the site tried to use a light touch when tracing. The site added touch points but the error metric increased. The site also tried trace with the 3-point initialization with no change. The site rebooted the system and could still not get a metric below 4mm. The site pulled in another medtronic navigation system and was able to pass registration with an acceptable error metric for the surgeon. The clinical specialist did mention that she had edited the model before the case, it is unknown if the site made any further edits or if they changed the model on the other s8. The issue extended the surgical time by 20+ minutes. There was no impact on patient outcome. Technical services reviewed the archives and concluded that failing registration had an edited model that was smooth but resulted in multiple points below the surface of the skin. The nose was also cut off and the trace points were shifted proximal. The passing registration had a low quality 3d model with tracing focused on the lower forehead. The registration resulted in a small green zone of accuracy.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described was the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.